Event description:
It was reported that the patient was experiencing soreness around the ipg site. The incision site was inflamed and oozing with fluids. The patient underwent an explant procedure and is expected to make full recovery. The explanted device was discarded and will not be returned.